Event description:
Device issue: balloon rupture. Time of device issue: unk. Adverse event: none. It was reported that the proximal shaft kinked during advancement to the lesion which was moderately calcified and tortuous. There were no reported adverse pt effects. No add'l info was provided. During the return device analysis, a balloon rupture was observed.

Manufacturer narrative:
(B)(4). Eval summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Analysis of the returned product did not note any damage to the inner member or tip. Reportedly, the target lesion was tortuous and moderately calcified, which likely contributed to the reported failure to advance. The returned product had 3 bends in the hypotube distal to the strain relief tubing, which is consistent with handling of the product, likely from the procedural attempts to cross the target lesion. Analysis of the returned product noted blood and contrast in the inflation lumen and in the loosely folded balloon, which is consistent with a tear or rupture occurring within the pt anatomy. Analysis noted a longitudinal rupture distal to the distal marker. This damage was not originally reported. Add'l attempts to receive clarification regarding the noted rupture were made; however, no add'l info was available. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a mfg deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. The returned device did not have any noted scratches on the balloon and was sent to sem for further analysis. It was determined that the balloon failure initiated along the inner surface and may possibly be related to exposure conditions or a material/processing discrepancy. Longitudinal lines and partial tears were observed along the inner surface adjacent to the fracture. This damage is often related to multiple inflations and/or inflations at high pressures. A review of the finished product lot history record did not reveal any nonconforming material records for this lot and all lot release testing met spec. In this case, the reported failure to advance and noted hypotube bends appear to be related to the operational context of the procedure. However, a definitive cause for the noted balloon rupture could not be determined and there is no indication of a product quality deficiency.